Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor break. Customer's blood glucose was unknown mg/dl. The customer stated that sensor is pulled back into the cap and this happen with 3 sensors. The customer was advised that we would send replacement and agreed to return one used product for analysis.

Manufacturer narrative:
A complete analysis of 1 opened and used enlite sensor found the sensor cannula was bent retracted inside the sensor. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.